Manufacturer narrative:
Multiple attempts to obtain additional information on this event have been unsuccessful. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was replaced due to moderate to severe paravalvular leak. Another valve was implanted valve-in-valve and the regurgitation was reduced to mild. The patient is doing well with no adverse events. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic aortic valve was explanted and replaced one month two weeks following implant. No adverse patient effects were reported.